Event description:
"Thanks for your response to my medwatch report. This is info I didn't include: the x-ray machine was located in a downtown office buildng. I believe the clinic was operated by the requester of the x-ray, and the railroad."